Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing heating at the scs ipg site. Consequently, surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was replaced. In addition, the patient stated they have not experienced any heating at the ipg site with the newly implanted ipg.